Manufacturer narrative:
Correction; h.6. (Patient code). The customer report that the tubing was loose and bulging within the pump was confirmed based on visual inspection and functional testing of the received set sample. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. The expected retainer ring on the engagement of the silicone segment to the upper fitment component was not present; however, there was evidence of a retainer ring indentation which does not look to be misaligned along the tubing, indicating that it had been properly assembled onto the set. No other obvious issues were observed. Manual handling of the silicone segment observed an area to be more pliable and testing observed an unexpected bulge at the noted area. Dimensional analysis of the upper fitment measured to be within specification(s). The root cause that the tubing was loose and bulging within the pump could not be definitively determined.

Event description:
It was reported that the clear tubing was very loose on the hub, and caused a "bulging" of the tubing within the pump during use. It was further confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested patient demographics were not provided.

Event description:
It was reported that the clear tubing was very loose on the hub and caused a bulging of the tubing within the pump during use.